Manufacturer narrative:
This is a duplicate report of 1818910-2012-02984. Is being retracted as it is a report duplication. Will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: lawyer.

Event description:
Ppf alleges dislocation and elevated metal ions after first revision.